Event description:
It was reported that the patient presented to the hospital for a device implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that there was low pacing lead impedance and insulation damage on the lead. After multiple failed attempts, the anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of low pacing lead impedance and insulation damage were confirmed. As received, a complete lead was returned in one piece. Electrical testing found internal short between conduction paths. Visual inspection found the procedural damaged/compressed lead at proximal region of the lead. Dissection of the lead in this location found procedural damage to the inner insulation. The cause of the reported events was due to electrical shorting at the procedural damage to the inner insulation.